Manufacturer narrative:
The reported meter (B)(4) was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing was performed and all results were within range specification and no errors were observed during control solution testing. An extended investigation has been performed and determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strip continues to be safe, effective, and perform as intended in the field. Stability data for precision strip was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product-related issues. No malfunction and product deficiency were identified. If the reported test strips are returned, an investigation will be performed.

Event description:
A health care professional reported a high reading from a hospital adc blood glucose meter. The health care professional reported a high reading of 400 mg/dl which was higher than a lab reading of 165 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading from a hospital adc blood glucose meter. The health care professional reported a high reading of 400 mg/dl which was higher than a lab reading of 165 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.